Event description:
It was reported that the device was oversensing t waves after biventricular pacing. Follow-up was attempted to determine patient and device information, right ventricular lead information, and if surgical intervention or device reprogramming was performed, however no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).